Event description:
Burn area noted on pt's braline after operative procedure. When the staff investigated, they found the fiber-optic cable to be hot. This cable was connected to the headlight, light source. Light source setting was 85%. Upon investigation, it was found that the vendor order info was incorrect. They issued a 5.0 fiberoptic cable to be used with a 3.5mm fiberoptic retractor. Dose or amount: na, frequency: na, route: nasal.